Event description:
It was reported that the patient presented to the emergency room with syncopal episodes. Upon review, it was discovered that the right ventricular lead exhibited high impedance and failure to capture. The lead was inactive. The sensing was stable but capture and impedance were not. The patient was in stable condition.